Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. The patient was not hospitalized for the event. Treatment included ip antibiotics (drugs, doses, frequency not reported). On an unknown date in 2010, the patient was recovered. Pd therapy was ongoing. Concomitant medications were not reported. The nurse reported the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd881557 and gd879924 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.